Event description:
The customer complained of erroneous high inr results for 2 patients tested on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Patient 1 initial result from the meter at 7:22 a.m. Was 6.5 inr. The result from the laboratory at 11:30 a.m. Was 4.6 inr. The result from the laboratory was believed and the patient's coumadin dose was held for 1 day. No medical treatment was required. Patient 1 therapeutic range is 2.0 - 3.0 inr. Patient 1 is not anemic, does not have antiphospholipid antibodies and is not on heparin. Patient 1 is taking plavix. The patient is not on any other direct thrombin inhibitors. Patient 1 is not taking any new medications, has not been ill recently, has had no diet changes and is not experiencing any bleeding or bruising. On (B)(6) 2019 patient 2 was tested on the meter at 8:59 a.m. And 9:03 a.m. With results of > 8.0 inr. The result from the laboratory at 12:00 p.m. Was 4.0 inr. A new finger was used for each meter test. The result from the laboratory was believed and the patient's coumadin dose was held for 1 day. No medical treatment was required. Patient 2 therapeutic range is not known. Patient 2 is not on any new medications, has not been ill recently, has not had any diet changes and is not experiencing any bleeding or bruising. There was no allegation that an adverse event occurred. Both patients are in stable condition. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.